Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 30. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and sinus perforation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and inflammation. No further patient complications were reported.